Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed the reported slda is likely a result of patient anatomy (leaflet flail). The slda likely resulted in the reported worsening mitral regurgitation (mr). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment. It was reported that on (B)(6) 2019 one mitraclip was implanted in the patient with grade 4+ degenerative mitral regurgitation (mr). The mr was reduced to grade 1. On (B)(6) 2019, an echocardiogram showed that the posterior leaflet had come out of the mitraclip and mr grade was 4. A reclip procedure was performed on (B)(6) 2019. Two additional mitraclips were implanted reducing mr to trace grade. No additional information was provided.